Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, dermatome blades caused an unintentional deep incision on patient. There was patient injury to chest wall as it caused two lacerations that were repaired with vicryl sutures and skin staples. The taken graft was not damaged, and no additional unplanned skin graft was needed. The surgery was aborted, graft was saved and patient to be brought back another day. The surgical technique for the product was utilized. During the investigation, it was determined that the blades could have caused/contributed to the reported issue. Due diligence is complete, no further information is available.